Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving a sys 12 28mm 10d duratn ins p5 was reported. The event was confirmed. Medical records received and evaluation: review by a clinical consultant indicated that the wear observed is normal and the event was not device related. A review of the provided operative reports and x-rays by a clinical consultant indicated: ¿measurements show 1,56-mm total wear which relates to an annual wear of 0,11-mm/year. X-rays further show stable implants, both stem and cup without osteolysis. All findings relating to the revision indication for poly wear after some 15-years indicate procedure related effects with possibly a marginal secondary effect of patient obesity but without evidence for device-related factors. As based upon measurement of the eccentricity of the femoral head in the liner, the annual wear rate was 0,11-mm. This is a perfectly normal value for arthroplasties with a first generation non cross-linked polyethylene still available at the time of implantation. No evidence for additional procedure-related factors. This pi case is not device-related.¿ device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves mechanical wear of the liner. A medical review indicated that the rate of wear over a 15 year period is acceptable. All other components were stable. The event was not device related.

Event description:
It was reported that patient was revised on a right hip due to mechanical wear.

Event description:
It was reported that patient was revised on a right hip due to mechanical wear.